Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-03439. It was reported that the patient experienced lead migration. The patient plans to undergo surgical intervention.

Event description:
Related manufacturer reference number: 1627487-2019-03439. Follow up information received that the patient underwent surgery in which both leads were explanted and replaced. Effective therapy was restored post operation.